Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. It was determined through fluoroscopy and had intermittent and low sensing. The ra lead was plugged into header. It was not used due to visible fractured. The ra lead was surgically abandoned. No additional adverse patient effects were reported.